Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that approximately seven months post implant the patient developed "twitching on the left side of their body. The patient came into the ER (emergency room) and interrogation of the device showed high capture threshold on the right ventricular (rv) lead and lead dislodgement. The lead was revised and remained in use. Then just over a month later at the patient's follow-up visit interrogation showed intermittent capture on highest output on the right ventricular (rv) lead. A chest x-ray was ordered. The chest x-ray showed no radiographic evidence of dislodgement. The lead remains in use and will be rechecked in month. The patient is enrolled in the systems longevity study (sls). No further patient complications have been reported as a result of this event.

Event description:
It was further reported that at the patient's next visit dft (defibrillation threshold test) testing was done. It was observed that the right ventricular (rv) lead had chronically low r-waves and elevated/high pacing threshold. These issues were addressed with appropriate reprogramming of the lead to allow proper sensing and with adjustment of ventricular pacing output based on threshold measurements. It was noted that there is no indication for a lead revision at this time. The rv lead remains in use. The patient is enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.